Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering noted that the bag had burst towards the distal end, above the seal. The seal of the bag was not compromised; however, there were stress marks around the burst. The stress marks observed during inspection of the returned unit suggest that the tissue bag was exposed to forces greater than the bag material is able to withstand. Applied medical has implemented an improvement to the bag design in order to reduce the probability of bag breakage. The event unit was manufactured prior to the implementation of this design improvement. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received from applied medical team member, september 1, 2015: "he put the bag on the liver once the specimen was captured. He then used a toothed grasper to pull the trocar and bag through the umbilical incision. The bag may have been compromised proximally by the dilating bead. However, the bag broke at the distal tip without much tension." Additional information received from applied medical team member, september 23, 2015: instrument, such as a kelly clamp, was not used to pull the tissue bag out of the patient. Do not believe anything was used to open the port site during extraction of the tissue bag. The surgeon uses the hasson technique so specimen usually are extracted without needing to extend the incision. The specimen (gall bladder) did have stones. [The surgeon] pulled the specimen through the incision after the bag broke. He did have to manipulate it to extract it. The tissue bag appeared to fully cinch when the specimen was inserted.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "upon removing specimen through the umbilicus the bag burst at the distal tip. Although the bag was very full not a lot torque was being placed on the bag. I've seen our bags undergo much more vigorous manipulation without breaking than what I saw yesterday. I opened another bag from the same lot after the case to have the surgeon attempt to break it and he was unsuccessful." Patient status- "no patient issues other than being under anesthesia a little longer."